Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR was provided in sections b2, b5, h1, and h6.

Event description:
Information noted the patient care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The user facility reported a 60-year-old noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient developed ventricular tachycardia while in care. The decision was made to leave the impella device in and to later reassess. It was reported that as the patient was not a surgical candidate, the team elected for high-risk percutaneous coronary intervention with impella support. It was reported that the patient received a unit of blood overnight.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.